Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history lot review is pending.

Event description:
The event occurred on various days in (B)(6) 2025 and involved a 7" (18 cm) appx 0.25 ml, smallbore ext set w/microclave®, clamp, rotating luer where it was reported there was "leakage." There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Photos were returned showing the product and packaging information. No leakage, defects, or anomalies noted. The reported complaint could not be replicated or confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review was performed and no nonconformities were found that would have led to the reported complaint.